Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a reset alarm occurred. In addition, it was reported that the pump history displayed the incorrect date. The customer's blood glucose level was 190 mg/dl. Customer continued using the pump for insulin therapy.